Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer instrument for failure analysis. Therefore the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece from the vessel sealer instrument broke off and fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a gray piece from the vessel sealer instrument broke off and fell inside the patient. The fragment was retrieved without patient harm, adverse outcome or injury.